Event description:
Clinical study (B)(4) patient experienced pain and leg discrepancy postoperatively.

Manufacturer narrative:
Clinical retrospective study (B)(4) reported that the clinical patient underwent a left hip revision surgery on (B)(6) 2014 because of stage 2 infection. Subsequently, patient reported severe hip pain and extreme difficulty performing daily activities at 1-year follow up visit form ((B)(6) 2016). Patient also reported severe hip pain, difficulty walking and being unable to perform usual activities at 3-year follow up visit form ((B)(6) 2016). 2.5 cm leg discrepancy was also reported. Tm revision shell 54mm is the only tmt design controlled part. As stated in "summary of imaging review", overall fit and alignment of the implants is appropriate. Normal bone mineralization was observed. No signs of loosening or radiolucency. Of note, there are multiple metallic loose bodies within the inferior aspect of the joint space with surrounding ossification, presumably evidence of metallosis although infection cannot be excluded. As noted in ¿historical record¿ patient had previous surgery, infection, and health issues. These factors can contribute to the reported problems. In conclusion, the investigation could not verify or identify any evidence of the tm revision shell contributing to the reported pain, discomfort, dysfunction, soreness and loss of range of motion. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Based on the investigation results, it is not suspected that the tm revision shell failed to meet specifications. The investigation could not verify or identify any evidence of tm revision shell contribution to the reported problem.

Manufacturer narrative:
Investigation in progress. Device location unknown.

Event description:
It was reported that the clinical patient underwent a left hip revision surgery because of stage two infection. Subsequently, patient reported severe hip pain and extreme difficulty performing daily activities at one-year follow up visit. Patient also reported severe hip pain, difficulty walking and being unable to perform usual activities at three-year follow up visit. Attempts have been made and no further information has been provided.